Event description:
Removal of endosseous dental implant. Implant was placed in site #19(class 1 bone) on 5/8/91 during a routine procedure. The implant was removed due to pain and a fracture on 12/6/96. The clinician reports that the failure may be due to metal fatigue in the presence of the hollow screw design with proximity of vents to the fracture site.